Manufacturer narrative:
Medwatch number mw5107648. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported multiple false negative results with the binaxnow covid-19 otc self-test performed on (B)(6) 2022. Per consumer, "I took an abbott binaxnow rapid antigen test on day 1 of 6. I kept getting more and more sick. I took a pcr test through accelerated labs. It was negative on day 2. I repeated the pcr test on day 3 and 4 and both were positive." No additional patient information, including treatment and outcome, was provided.